Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable pacemaker exhibited an error message indicating the device was in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.